Event description:
Report received from the USA stating that the device had a hole in the hose (excluding rupture). The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was evaluated and the reported condition of "hole in hose" was not confirmed. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).